Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump were unresponsive. Customer's blood glucose level was 222 mg/dl at the time of the incident. The customer stated the device was not exposed to moisture. Customer completed self-test and passed. The customer also stated they have received a battery cap for the third time and the insulin pump started beeping and locking. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. No frozen screen noted. Unable to verify status screen stuck due to button keypad anomaly. The insulin pump was received with stripped battery cap coin slot(p), minor scratched display window and cracked reservoir tube lip.